Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On (B)(6)2025, pmqa received notification from legal that the plaintiff profile form (ppf) was received. As per the ppf form, the patient underwent recurrent incisional hernia surgery and was implanted with the two strattice device lot# unknown on (B)(6)2010. On (B)(6)2010, patient underwent debridement of anterior abdominal wound, placement of wound vac closure device. On (B)(6)2010, abdominal washout, partial closure of abdominal wound, and wound vac placement performed. On (B)(6)2010, washout and closure of open abdominal wound. On (B)(6)2011, patient underwent an exploratory laparotomy, ventral herniorrhaphy, adhesion lysis, release of volvulus, and incidental appendectomy. On (B)(6)2018, an incision and drainage performed. The form lists the condition that was treated: (B)(6)2010: repair of incisional hernia; 2 stratus biological meshes used to close defect. (B)(6)2010: debridement of anterior abdominal wound, placement of wound vac closure device. (B)(6)2010: abdominal washout, partial closure of abdominal wound, wound vac placement. (B)(6)2010: washout and closure of open abdominal wound. Post 2010 surgery, physical therapy. (B)(6)2011: exploratory laparotomy, ventral herniorrhaphy, adhesiolysis, release of volvulus, incidental appendectomy; mid-gut obstruction, transferred to ICU due to post-op complications. (B)(6)2018: CT ab/pel of ventral abdominal hernia containing large and small bowel, peritoneal fat, stomach antrum, portion of left lobe of liver and gallbladder, right kidney and urinary bladder. (B)(6)2018: cellulitis with abdominal abscess, ventral hernia containing large and small bowel; incision & drainage. Approx. 2010-2014: abdominal pain, ventral hernia, hernia related issues. Approx. 2011-2014: abdominal pain; hernia related issues. (B)(6) 2013: abdominal pain. (B)(6)2013: hernia; CT ab/pel very large hernia containing multiple intraabdominal structures. (B)(6)2018: abdominal wall cellulitis; abdominal wall abscess; I & d. CT ab/pel noted with cellulitis with an abscess; ventral abdominal hernia containing multiple abdominal structures. Approx. 2018- 2021: abdominal pain; hernia issues and management. Approx. 2020-present: health maintenance; ventral hernia and management; abdominal pain; hernia issues; diagnostic testing. (B)(6)2021: according to the surgeon, plaintiff should avoid surgery given the patient lack of ¿any significant abdominal wall¿ and the ¿difficulty with anchoring mesh¿ and having it not being ¿strong enough to resist increased intrabdominal pressure." (B)(6)2021: CT ab/pel: large ventral hernia on right side of abdomen with protrusion of multiple organs including the stomach, bowel, liver, gallbladder, head of pancreas, and right kidney and a number of loops of small and large bowel. (B)(6)2023: abdominal pain; CT ab/pel: abdominal wall hernia containing right kidney, portion of liver, gallbladder, and multiple loops of small bowel unchanged compared to 2021 report. This MDR is being submitted for the second strattice device.